Manufacturer narrative:
This supplemental report is being submitted to provide trend analysis and investigation conclusion. The root cause of the reported issue was not identified. Probable cause could be that the emergency lamp was turned on due to an accidental failure of the lamp or a phenomenon in which the lamp did not turn on due to the timing of replacement. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: if the emergency lamp indicator lights up, turn the light source off and then on again and try to ignite the examination lamp again. If the emergency lamp indicator still lights up, replace the examination lamp with a new one .replacement of the examination (xenon) lamp. If the emergency lamp indicator still lights up, contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus provided troubleshooting recommendation for lamp replacement to the reporter. The reporter stated that the lamp will be replaced in house and no device will be returned. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that clv-180 spare lamp comes on. There was no patient harm associated to this report. .